Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power-on-reset (por) condition occurred following exposure to security gates at an airport. Impedances >4,000 ohms were also reported on all bipolar pairs. After increasing test values, impedances on all unipolar pairs showed >4,000 ohms. At 3.0 v and 450 pw some pairs showed impedances within normal limits. The neurostimulator battery was low and near end of life. The device was reprogrammed to c+, 1- and the pt was feeling stimulation in the correct area with the new configuration. The pt also experienced pocket stimulation with certain configurations. Add'l info has been requested but was not available as of the date of this report.